Event description:
It was reported that the patient felt that their heart rate was slow sometimes, therefore presented to the hospital for a follow-up. During interrogation both leads exhibited no pacing and high impedance. The leads were explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
A partial lead was returned in one piece measuring 2.6 cm. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.